Event description:
It was reported that when the surgeon opened the packs, 2 screws were already broken. The packs were not opened until commencing the case. The screws were in the same case and had been stored at the hospital. There was only a slight delay and the surgery was completed using another bio-absorbable screw.

Manufacturer narrative:
Suspected root cause: based on the limited amount of info received, suspected root cause has not been established.